Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_burrholecap, product type accessory. Product ID 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4) is associated with the main component and product ID 3708660, serial# (B)(4), product type extension. Product ID 3708660, serial# (B)(4), product type: extension. (B)(4) is associated with the product ID neu_burrholecap, product type: accessory.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's skin broke down at the lead burr hole cover and they got an infection at the extension connection and ins pocket and had the system removed. No further complications were reported as a result of the event.